Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation and one photo was provided and reviewed. Based on the investigation of the returned sample it was confirmed that the outer sheath was fractured at the white nub. The stent graft was found released as part of the sample return so that a deployment failure could not be confirmed; it was not known when and how the user deployed the stent graft. In this case, limited information was provided in regards to the procedural details and lesion characteristics. The device was used to treat aneurysm in the renal artery which is off-label. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In regards to accessories the IFU state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.', 'the catheter tip is tapered to accommodate a 0.035 in. Guide wire.', the packaging labels indicate an introducer size of 8f. In regards to treatment site, IFU states that 'vascular stent graft ¿ for use in the iliac and femoral arteries'. Additionally, IFU states in regards to effectivity of the treatment that 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 02/2021).

Event description:
It was reported that during stent placement procedure in the left and right renal artery by bilateral puncture to treat aneurysm, the stent allegedly failed to deploy in the left renal artery. The procedure was completed using another device. There was no reported patient injury.